Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging obtaining an inaccurate low control solution result. The reporter claimed obtaining a control solution result of 100 mg/dl which fell below the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.